Event description:
It was reported that the pump dispensed the cartridge contents during the priming operation.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications and insulin delivery accuracy. The complaint that the pump dispensed the cartridge contents during the priming operation could not be verified or duplicated.